Event description:
It was reported that the patient presented in clinic for a follow-up. Upon device interrogation, it was noted that the pacemaker was in backup vvi mode due to inability to send remote transmission. The pacemaker was successfully restored back to normal device function. The patient was in stable condition.